Event description:
It was reported that the bottom tooth of a grasper broke off in the shoulder of the patient. Doctor had to go back into patient to remove the tooth of the grasper. No injury to the patient.